Event description:
Additional information: it was reported that the patient found an old magnet from a previous device that he had years ago and there was also a magnet on his exercise bike. The patient was asked if he had any magnetic interaction and the patient said that he had not. The patient was instructed by the healthcare provider (hcp) to get rid of all magnets. The reporter inquired into inspecting the patient's home so verify if there was an environmental issue interacting with his pump. The reporter stated that "every time she talks to the patient about the incidents, there is always a magnet involved". Despite the fact that the patient was told about the use of magnets near the device, the patient continued to use them and expose himself to magnets. The pump was replaced due to intermittent stalling and recovering. The reporter stated that at the time of the report the patient was not having any issues or problems and the he was doing fine.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed no anomaly found. Many motor stall recoveries were seen in the pump logs. The pump was not stalled as received by the (B)(4) lab nor did the pump stall at any time during analysis. The pump also passed dispense accuracy testing. Destructive analysis was performed and no significant anomalies were noted. (B)(4) believes that the pump is functioning as designed and with the information gathered it is believed that the motor stalls that have occurred are from magnetic interference.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was periodically lightheaded, weak, somnolent and had increased baseline pain. The pump was alarming and had intermittent motor stalls and recoveries beginning (B)(6) 2012. Initially the patient said he had not been exposed to MRI, magnets of any kind or an environment that may have magnets. The patient was at home when his pump alarmed and one time was at the grocery store. The patient later stated that he had a magnet from a prior device system that he had implanted/explanted many years ago. The pump was interrogated before it was explanted. The pump was replaced. It was noted there was no injury and the patient recovered without sequel. The pump was delivering morphine.